Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital due to diabetic ketoacidosis and blood glucose level of 480 mg/dl; cause was unknown. At the time of the report with tandem technical support (cts), the customer was still admitted to the hospital. Reportedly the customer declined to provide additional information and declined troubleshooting with cts.